Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(4) , batch: a000098272

Event description:
It was reported that the patient had high impedances on one of their leads. It is unclear which lead contributed to this issue. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the offending lead was explanted and replaced to address the issue.